Event description:
Reporter noted corneal burns occurred in three cases with same unit. No intervention reported. Wanted system checked. Patient outcome is unk. This event reported as 2028159-2006-00337. Other events reported as 2028159-2006-00335 and 2028159-2006-00336.

Manufacturer narrative:
A company service rep checked system; no problems found. Customer was contacted regarding possible causes of thermal injuries. Multiple phone follow-ups conducted, and questionnaires sent; no customer response to date.